Event description:
(Rupture aneurysm/death). This female patient was admitted to the hospital with a sub-arachnoid hemorrhage from a ruptured dome of an aca aneurysm. A coil embolization was performed on the same day as the rupture, however, it was reported that the bleeding had stopped prior to the procedure. Two trufill dcs coils were placed through a noncordis excelsior microcatheter without difficulty. It was difficult to put the tip of the mc into the aneurysm, so the tip was bent with pressure. During placement of the third coil (636f00609) the tip of the coil and the mc perforated through the dome of the aneurysm at a different site than the original rupture. The tip of the coil protruded out of the dome. There was no resistance during placement of the third coil prior to the rupture. The proximal marker band of the delivery tube did not ever go past the marker band of the mc. The tip of the delivery tube was not advanced past the tip of the mc. The coil was maintained at the perforation site while the mc was withdrawn from the perforation site. The coil unraveled while "controlling" the mc. It unraveled when it was almost out of the mc. It was reported that the size of the third coil (9cm long) was too long to push into the aneurysm. The proximal end of the coil was then deliberately unraveled in order to lengthen the amount of coil protruding from the aneurysm so that it could be jailed with a stent. The coil was then intentionally detached and a precise stent 7x40mm was placed in to cca (common carotid artery) to hold the unraveled coil. Bleeding from the ruptured aneurysm was stopped after the procedure. No additional coils were placed. Three days post procedure, the patient died due to brainstem bleed. The patient was treated with anticoagulant, which used for thrombosis at the cerebral arteries (a1). The relationship between the brainstem bleeding and the intraprocedural aneurysm rupture is not certain. After coiling, there was thrombosis at the a1 segment, which was not related to the coiling. There was no information regarding what anticoagulant/dosage was used to treat the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.